Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported ems involvement and inpatient admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date, and the ilet appropriately reduced and suspended insulin delivery in response to falling glucose levels. The user reported making a meal announcement while already experiencing low glucose, which may have contributed to continued insulin delivery and worsening hypoglycemia. Additionally, device data show repeated cgm signal loss and periods where cgm data were unavailable, leading to bg run states and suspension of insulin dosing, which may have contributed to glycemic instability. Based on available information, the event was attributed to use-related factors with cgm signal loss as a contributing factor, and no device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-apr-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels as low as 39 mg/dl following a meal announcement while already hypoglycemic. The user was transported to the hospital by ems where the user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. Treatment details were not fully recalled. No long-term health effects were reported.